Event description:
It was reported that catheter exchange was required. A 135x50cm ekosonic endovascular catheter was selected for use in an ekos procedure. The ekosonic endovascular catheter was placed; however the catheter was pulled from the patient the next day due to a leak. The catheter was replaced with another catheter. There were no patient complications.